Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2007. Revision procedure was performed on (B)(6) 2013, due to fracture of the ceramic head. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned implants were evaluated by the manufacturer and found the density of the ball head was analysed and found to be in according to the specification valid at the time of production. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production as well. There are no indications of any pre-existing material defect. Secondary metal transfer as a result of contact with metal parts after the fracture event can be found. The expected primary metal transfer can not be found equally distributed on the bore surface. This indicates a disturbance at the interface between stem and ball head. Due to the mentioned secondary damages, only the primary fracture surfaces can be identified. The region of the fracture origin can not be determined clearly. Abrasion on the inner sphere of the pe-shell indicates a fracture of the ball head long time prior to the explantation. A disturbance at the interface between the stem and ball head leading to an increase of stresses probably caused the fracture of the ceramic ball head.